Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rate of the external pulse generator (epg) could not be adjusted. The epg had an assembly part replaced. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the rate of the external pulse generator (epg) could not be adjusted. The epg had an assembly part replaced. The status of the epg is unknown. There was no patient involvement.

Event description:
It was reported that the rate of the external pulse generator (epg) could not be adjusted. The epg had an assembly part replaced. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex assembly was replaced.